Manufacturer narrative:
Additional data: h4. It has been over 13 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, based on the customer's on confession, the cause of the reported event is attributed to user error. The customer unknowingly deviated from the instructions for use by diluting the detergent. The event can be detected/prevented by following the applicable chapters in the instructions for use which address device reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
No additional info from customer.

Event description:
It was reported that the bronchofiberscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.